Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted proximal stent damage. Struts near the proximal edge were raised and misaligned. The tip of the device was also damaged and stretched. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent fracture occurred. Vascular access was obtained via femoral artery. The 80% target lesion was an in-stent restenosed lesion located in the non-tortuous right coronary artery which was 20mm long with a vessel diameter of 3mm. A 38 x 3.50mm taxus¿ liberté¿ long drug eluting stent was advanced and was fractured upon passing through a previously deployed stent. Device was removed from the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, a stent fracture occurred. Vascular access was obtained via femoral artery. The 80% target lesion was an in-stent restenosed lesion located in the non-tortuous right coronary artery which was 20mm long with a vessel diameter of 3mm. A 38 x 3.50mm taxus¿ liberté¿ long drug eluting stent was advanced and was fractured upon passing through a previously deployed stent. Device was removed from the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).